Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with mild calcification and no tortuosity. The balance middleweight guide wire was jailed behind a stent. When the wire was about to be removed, the tip unraveled "[separated]". The portion of wire that was not jailed was stented to the vessel. Another bmw guide wire was advanced through an existing stent to continue the procedure and a second stent was placed over the separated wire. The patient was stable with no additional complications. No additional information was provided.

Event description:
It was reported that the procedure was to treat the left circumflex coronary artery with mild calcification and no tortuosity. The balance middleweight guide wire was jailed behind a stent. When the wire was about to be removed there was resistance, force was applied and the tip unraveled "[separated]". The portion of wire that was not jailed was stented to the vessel. Another bmw guide wire was advanced through an existing stent to continue the procedure and a second stent was placed over the separated wire. The patient was stable with no additional complications. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, the investigation determined that the reported issues and subsequent treatments appear to be related to operational context of the procedure. Factors that may contribute to entrapped guide wire include, but are not limited to, outer diameter of the guide wire, challenging anatomy, device support, buildup of procedural contaminants, and/or user technique which likely led to the reported tip separation. In this case, it was reported that the guide wire was jailed behind the stent. When the wire was about to be removed, there was resistance, force was applied and the tip unraveled. The separated portion of the wire was embedded into the patient's anatomy. The instructions for use (IFU) violation was circumstantial due to the difficulties experienced during removal. Based on the results of the complaint investigation, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.b5: procedure description was updated.h6: medical device problem code 1528 was removed. H6: medical device problem code 2017- excessive force was added.